Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/15/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation of the breast saline implant. During evaluation of the sample a crease was observed on the posterior view. Within the crease a tear measuring approximately 0.3 cm was noted. No other anomalies were observed. These kinds of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Concomitant products: mentor smooth round moderate profile 300cc saline prosthesis, catalog #: 3501645, serial #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis, filled to 325ccs, and experienced left sided deflation post procedure. The prosthesis began to appear smaller and the deflation was diagnosed by a physician. As a result, bilateral prosthesis replacement with mentor 375cc smooth round moderate plus profile prostheses was performed on (B)(6) 2019. The final fill volume of the prostheses was 390ccs. There were no procedural complications.